Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, the patient experienced conduction disturbance during the procedure requiring temporary pacing, with plans for a permanent pace maker (ppm) post procedure. Edwards received notification of an evoque valve in tricuspid position where it was reported the patient experienced conduction disturbance during the procedure, which required temporary pacing over the safari wire. Additionally reported, are plans for permanent pace maker (ppm) implantation post procedure.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. As no imaging was returned, no investigation could be performed and the root cause could not be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency.